Event description:
It was reported that bd hypoint¿hypodermic needle and syringe separated. The following information was provided by the initial reporter: consumer informed that when she opened the unit and removed the cap of prefilled syringe, and then she screwed the needle to the syringe, but when she attached the needle and went to inject it the needle fell a apart, like the needle that she attached to the syringe fell on the ground and it can not be used now. Consumer confirmed that she is sure that she screwed the needle properly to the syringe, as she is using this product since long time.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided.

Manufacturer narrative:
E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd hypoint¿hypodermic needle and syringe separated. The following information was provided by the initial reporter: consumer informed that when she opened the unit and removed the cap of prefilled syringe, and then she screwed the needle to the syringe, but when she attached the needle and went to inject it the needle fell a apart, like the needle that she attached to the syringe fell on the ground and it can not be used now. Consumer confirmed that she is sure that she screwed the needle properly to the syringe, as she is using this product since long time.